Event description:
The customer obtained control readings of 127 mg/dl and 125 mg/dl at 8:29 a.m. And 8:30 a.m. Respectively on a contour next ez meter. The meter did not automatically mark the readings as a control tests, and so the readings will be displayed as a blood results when accessing the meter's memory. There was no allegation of adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.